Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one dorado pta dilatation catheter was returned for evaluation. During visual evaluation, no anomalies were noted to the luers, bifurcate or glue fillets. During functional testing, an in-house presto inflation device was used to inflate the balloon and water was noted leaking from the balloon. Under microscopic examination, a compound rupture was noted to the proximal end of the balloon. No other functional testing was performed. One video was provided and reviewed. The video shows an inflated dorado balloon. No evidence of rupture can be seen. Therefore, based on the video review, balloon rupture is kept inconclusive. Therefore, the investigation is confirmed for the reported balloon rupture as a compound rupture was noted to the proximal end of the balloon under microscopic examination. A definitive root cause for the alleged compound balloon rupture could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 08/2022).

Event description:
It was reported that during an angioplasty procedure in the internal jugular vein, the balloon allegedly ruptured at 10 atm. It was further reported that another device was used to complete the procedure. There was no reported patient injury.